Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient refers loudness variations, reportedly listening "strange" since the last fitting in (B)(6).

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to device minute mobility is very likely. However, to determine an exact root cause a device investigation would be necessary. The device is still implanted, and as per information received, the patient feels more comfortable after refitting. The complaint can be re-opened if further relevant information is available.

Event description:
The patient reports loudness variations, hearing "strange" sounds since the last fitting in (B)(6).

Manufacturer narrative:
As per additional information received from the field the recipient reported a further decrease in performance. Based on all the received information, damage to the active electrode due to device minute mobility is very likely. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient complains of loudness variations and hearing "strange" sounds since the last fitting in (B)(4) 2015.